Event description:
The patient had shoulder stiffness and the cause is unknown. At about 6 months from the primary the surgeon revised the metaphysis and the metaphysis liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 july 2024 lot 2315405: (B)(4) items manufactured and released on 10-nov-2023. Expiration date: 2028-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised: batch review performed on 30 july 2024 on reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2307537 lot 1910873: (B)(4) items manufactured and released on 3-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, all the items of the same lot have been already sold with another similar reported event.